Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions: a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". Align's clinical review of available records indicate that tooth #8 had a pre-existing pre-existent root canal treatment and dental restoration. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the reported tooth loss (permanent impairment), therefore, this event it is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the tooth loss, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Event description:
The treating doctor reported that the patient lost tooth #8. No additional medical intervention was required, and no medications were prescribed. The patient discontinued the use of the upper aligner treatment in (B)(6) 2024.